Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =null. Device history batch =null. Device history review =null.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient was revised to address loosening of the femur and stem at the bone to implant interface per pre-op testing. The sleeve was explanted that did indicate ingrowth,it was revised to a longer stem and a bigger sleeve. Doi: (B)(6) 2017. Dor: (B)(6) 2019; left knee.